Event description:
It was reported that the patient was unable to turn her stimulation on and saw a "call your doctor" icon on her programmer and recharger. The patient was still able to recharge the implantable neurostimulator (ins). A power on reset (por) condition was suspected. It was noted that the ins battery was 1/4 full and the ins had last been charged two weeks ago, but the patient had not needed to use the device much. The patient was going to follow up with her physician to have the por cleared with the physician programmer. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).